Event description:
Customer reported her sensor had failed. She stated that her sensor glucose reading was 60 mg/dl and blood glucose reading was 185 mg/dl. The customer also reported a calibration error and change sensor alert on her insulin pump. The customer's blood glucose was around 40 mg/dl at the time of the call. The customer could not recall any significant events leading to the sensor error. No add'l info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site had been assigned a medwatch number from the medtronic minimed (B)(4).